Event description:
Rupture of right breast inplant. Patient requested removal of both implants.======================manufacturer response for implant - breast, breast implant right - ruptured (per site reporter).======================awaiting response.